Event description:
It was reported that while performing a wpw ablation/accessory pathway, the patient suffered a pericardial effusion. The transseptal left sided procedure was all fine approximately the first 25-30 min. Then from the fluoroscopy, it was noted that the heart shadow was not moving as much as it should be, therefore the physician suspected something was going on. There was also a drop in the blood pressure. Trans-thoracic echocardiography was done and a large pericardial effusion was discovered. An interventional cardiologist was called in to perform pericardiocentesis, however the attempt was unsuccessful. Therefore the patient had to be taken in for surgery.

Manufacturer narrative:
The customer was contacted by biosense webster field service engineer. The hospital ep lab staff advised that this issue was not bwi equipment related and no further action was needed. The customer declined system service.